Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube and distal shaft were tactile and microscopically inspected. Inspection revealed a separation in the hypotube 41.5 cm from the strain relief and numerous kinks in the hypotube. The fracture faces were oval, suggesting the area was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft separated inside the patient at approximately 13 inches or 33cm from the hub. The device was able to be completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft separated inside the patient at approximately 13 inches or 33cm from the hub. The device was able to be completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.